Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified: the device was broken shell, missing shell, flat creases and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a sharp edge broken in the shell with wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the shell with wear abrasion in the side posterior assessed as surgical impact opening. Missing shell assessed as inconclusive. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported right side "exchange from textured to smooth breast implants due to the patient¿s concern with the product.¿ healthcare professional additionally reported a "rupture" and "capsular contracture," baker grade unknown. Device has been explanted.